Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, the stent was lifted due to the severe calcification. The device was completely removed from the patient and the procedure was completed with a drug-coated balloon. No patient complications were reported.